Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a 375cc mentor smooth round spectrum saline breast prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant. Additionally, the patient reported having an elevated white blood cell count. As a result, the patient underwent removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2022. The additional adverse event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-04732 for the contralateral event.